Event description:
The facility reported a colleague infusion pump with inoperative "open" button of keypad at channel b. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92. This is a report received by baxter (B)(4) on (B)(6) 2011 from an (B)(4) baxter employee. On (B)(6) 2011, a healthcare professional from (B)(6) hospital has sent the trm8153 colleague triple channel infusion pump device with serial number (B)(4) used for controlling the infusion system due to "open" button of keypad was inoperative at channel b. The customer has also reported and channel c. The defects were observed in 1 unit. The device is available. There was no patient involvement. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with inoperative "open" button of keypad at channel b was confirmed during product evaluation. This condition was caused by a defective tube load sensor. A service history review revealed no previous service events were related to the reported condition. However, during previous service the channel b keypad was replaced. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.